Event description:
It was reported that after the implant of the left ventricular lead, a chest x-ray showed that the lead position had changed. Interrogation noted a loss of capture. The left ventricular lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.